Event description:
It was reported that the pt was admitted to the hospital intensive care unit (ICU) following a pocket fill that occurred during a routine pump refill. The pt was admitted in the hospital for two days. The pt was to have a f/u appointment on (B)(6) 2010. No information was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).